Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported one to two plus diffuse lamellar keratitis (dlk) two days post lasik in a patient's right eye. An oral steroid was prescribed and topical steroid drop dosage was increased. The patient is not happy with about the extra time commitment. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.